Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D9: added date of device return. H3: device was returned for evaluation. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. The clinical details describe how there were purge pressure low alarms, with tight connections and d20 added to try to resolve the leaking but that did not work, so the sidearm was sealed to prevent leaking onto the floor. An internal call with the field representatives confirmed this narrative as there was also no pulling on the patient cable or any purge connections, as it occurred very rapidly. The data logs show that the purge pressure and purge flow were stable throughout most of support until on 5-sep the purge flow rose from ~10ml/h to 30ml/h over the span of 20 minutes while the purge pressure trended down to the 300's, triggering purge pressure low alarms. This was not fixed by changing the cassette, tightening connections or adding d20. The pump was kept in for another 14 hours until it was explanted as there was no resolution of the leaking. During this time motor current remained stable. The returned product has the purge cassette tubing still connected, and when that was attempted to be unscrewed, it broke as there was a sealant around it. There was also a sealant around the sidearm retainer which had to be dremeled through to see the filter. There was an excessive amount of fluid pooled in the casing. The bottom filter stem had broke off from the filter membrane area and was cracked with cloudy regions on the fracture surface, indicating deformation prior to the fracture. It was not broken where the tubing in the patient cable is assembled to the sidearm. The root cause of the purge leak - pump and purge pressure low alarms is due to a damaged sidearm filter.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that during impella 5.5 support they encountered low purge pressure and a pump stop. The patient had a sustained ¿purge pressure low¿ alarm and leaking was noted at purge disc/filter within retainer. The medical team planned to seal the retainer and increase the solution to d20. Signs of pump failure were also noted. The company conducted some troubleshooting for the pump stop issue, however, as the purge pressure low alarm continued, the decision was made to explant the device. This is one of two reports. This report represents the pump. Another report was submitted to represent the purge cassette. Refer to section h.10 for the related report number.